Event description:
After opening spor extremity pack sop7csey11, lot#487079, exp 2026-11-01, the or tech opened the knife blades from their foil packages. One of the 15 blades had an unidentifiable residue on it. The #15 blade packages are identified as follows: bard-parker lot# 0411913, ref #371115, exp 06-30-2029. The blades were removed from the sterile field. Cardinal health rep notified by clinical site. Manufacturer response for extremity or pack, extremity pack (per site reporter). Clinical site notified mfg rep [manufacturer representative] directly.